Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead had dislodged, and it was confirmed via diagnostic imaging. It was also noted that lead exhibited failure to capture and decreased r wave amplitude. The lead was explanted and replaced with new lead. Patient condition was stable.